Event description:
Procedure: resection. According to the reporter: product was fired twice across rectum at 3cm away from anal. Some staples did not form properly. Since the staple line was still closed, the procedure was continued and tissue was anastomosed. Donuts and staples line looked incomplete so a leak test was performed and no leak was found. The procedure was completed after creating covering stoma.